Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was not performing as intended. The pump display did come on when the pump was plugged into a power source and the customer was able to access the pump features. The customer's blood glucose level was 109 mg/dl. The customer was to use the pump to manage diabetes.